Event description:
The consumer's husband was pushing her around in the wheelchair. When he turned to the right, the spoke on left front wheel allegedly broke and the consumer fell out of the chair. No injury is alleged.

Manufacturer narrative:
RMA (b)(5) was issued for the return of the device. The model in08ahanfrff serial number (B)(4) was issued user manual part no. 1163197 rev c - 5/10. It is unknown if the consumer or her husband have fully read and understands the user manual. On page 2 the following warning is provided: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is unknown if the consumer was using the seat positioning strap at the time of the fall. On page 5 the following warning is provided: "seat positioning strap - always wear your seat positioning strap. Inasmuch as the seat positioning strap is an option on this wheelchair (you may order with or without the seat positioning strap), invacare strongly recommends ordering the seat positioning strap as an additional safeguard for the wheelchair user. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately. With regards to seat/chest positioning straps - it is the obligation of the dme dealer, therapists and other healthcare professionals to determine if a seat/chest positioning strap is required to ensure the safe operation of this equipment by the user. Serious injury can occur in the event of a fall from a wheelchair." It is unknown if the consumer's husband was trained on the use of the wheelchair prior to pushing his wife in the wheel chair. Good body mechanics can effect the stability of the wheelchair. On page 11 the following information is provided. "A note to wheelchair assistants - when assistance to the wheelchair user is required, remember to use good body mechanics. Keep your back straight and bend your knees whenever tipping the wheelchair or traversing curbs, or other impediments. Do not attempt to lift the wheelchair by any removable (detachable) parts. Lifting by means of any removable (detachable) parts of the wheelchair may result in injury to the user or damage to the wheelchair. Always check hand grips for looseness before using the wheelchair. If loose and/or worn, replace immediately. Also, be aware of detachable parts such as armrests or legrests. These must never be used to move the wheelchair or as lifting supports, as they may be inadvertently released, resulting in possible injury to the user and/or assistant(s). When learning a new assistance technique, have an experienced assistant help you before attempting it alone." It is unknown if any adjustments were made by the consumer that may have affected the stability of the wheel chair. On page 12 the following warning is provided: "warning -the seat depth, back height/angle, seat to floor angle, size/position of the front casters, size/position of the rear wheels, anti-tipper model, as well as the user condition directly relate to the stability of the wheelchair. Any change to one or any combination of the ten may cause the wheelchair to decrease in stability. These adjustments must be performed by a qualified technician." On page 9 and 10. Operating information is provided. It is unknown if the consumer or her husband adhere to the following information. "Unless otherwise noted, all service and adjustment should be performed while the wheelchair is unoccupied." "To determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair." "Do not sit or transfer into the wheelchair unless it is fully open and the seat frame rails are fully seated into the side frame h¿blocks." "Do not traverse, climb or go down ramps or slopes greater than 9 degrees." "Do not attempt to move up or down an incline with a water, ice or oil film." "Do not operate on roads, streets or highways." "Do not attempt to ride over curbs or obstacles. Doing so may cause your wheelchair to tip over and cause bodily harm to you or damage to the wheelchair." "Do not attempt to reach objects if you have to move forward in the seat." "Do not attempt to reach objects if you have to pick them up from the floor by reaching down between your knees." "Do not lean over the top of the back upholstery to reach objects behind you, as this may cause the wheelchair to tip over." "Do not shift your weight or sitting position toward direction you are reaching as the wheelchair may tip over." "Do not attempt to stop a moving wheelchair with wheel locks. Wheel locks are not brakes." "Do not tip the wheelchair without assistance." "Do not use an escalator to move a wheelchair between floors. Serious bodily injury may occur." "Do not attempt to lift the wheelchair by any removable (detachable) parts. Lifting by means of any removable (detachable) parts of the wheelchair may result in injury to the user or damage to the wheelchair." "Do not stand on the frame of the wheelchair." "Do not use the footplate as a platform. When getting in or out of the wheelchair, make sure that the footplates are in the upward position." "Always use the handrims for self-propulsion."